Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the patient¿s hypotensive event and the peritoneal dialysis (pd) treatment on the liberty cycler. Dialysis-induced hypotension is one of the most frequent complications in renal replacement therapy (rrt). However, the pd nurse stated that the patient¿s hospitalization is not related to the liberty cycler or the pd treatment. The causal event of the hypotensive reaction and hospitalization cannot be determined based on the lack of information provided. Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported not feeling well and that his blood pressure dropped during dwell 1 and needed to cancel cycler treatment in order to go to the hospital emergency department. Follow-up information with the pd nurse revealed that the patient was admitted to the hospital on (B)(6) 2017 and discharged on (B)(6) 2017 and had recovered. The pd nurse stated that the patient¿s hospitalization was unrelated to dialysis therapy; however, no further information has been made available at this time.